Event description:
A customer reported that during cataract surgery, there was a bad contact in the cable adapter of the phaco handpiece. The nurse held the cable in a certain position for the doctor to complete the surgery. These events caused the surgery to take 50 minutes longer than expected. The surgery was completed and there was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and repaired the cable adapter for the phaco handpiece. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown. (B)(4).